Event description:
It was reported that this right ventricular (rv) lead was explanted. The reason was not provided. Another rv was successfully implanted. No additional adverse patient effects were reported.